Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of approximately 50mg/dl. Customer administered a glucagon injection prior to arriving at the ER to address bg level, and had vitals monitored while in the ER. Customer was discharged from the ER two hours later with no permanent damage. Tandem technical support reviewed pump data and found that a bolus of 12 units was requested and delivered prior to low bg event occurring. Customer acknowledged that the 12 unit bolus was inadvertently requested and delivered. Reportedly, the customer declined additional troubleshooting and continued to use the pump for insulin therapy. Tandem technical support educated the customer on setting a security pin on the pump to prevent accidental entries.